Event description:
It was reported by the customer's spouse, that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 482mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated intravenous drip and manual injections. It was stated that his kidneys are also being analyzed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.